Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was unable to interrogate. It was discovered that the device was in backup mode bvvi. Programming changes were performed. The patient was in recovering condition.